Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) procedure, the haptic was broken at time of attempted delivery into the eye. The lens injection system was poor. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in h.6. Correction: product problem code a2201 was not reported in initial report. The manufacturer internal reference number is: (B)(4).